Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device not available for return.

Event description:
It was reported that during a procedure, the e-sep pencil arced and a surgeon received a burn through their glove. It was reported that the surgeon had a 3mm burn on their forearm that did not require treatment. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the e-sep pencil arced and a surgeon received a burn through their glove. It was reported that the surgeon had a 3mm burn on their forearm that did not require treatment. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.